Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1, -10.00/1.50/088 (sphere/cylinder/axis) , implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1, -10.00/1.50/088 (sphere/cylinder/axis) , implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown.